Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicm5_13.7 implantable collamer lens, -6.0 diopter into the patient's left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged with a shorter lens due to excessive vault and glare/halos. The problem was resolved however, patient's condition at final visit is marked as "mild corneal edema." The cause of the event is reported as "anatomical." Reference MFR file# (B)(4) for 2nd implant.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, dry with clear surgical residue on the lens. Visual inspection found the lens haptic bent and residue on the lens. Claim#: (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Corrected data: h6 - patient code: 1791 should be removed from supplemental medwatch report #1, as it is reported on MFR file# (B)(4). Claim#: (B)(4).